Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ subsequent to initial. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data. H6: investigation findings -correction. H6: investigation conclusion -correction.

Event description:
Subsequent to initial MDR, a correction is required.